Event description:
It was reported that 2 hours after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion was located in the non tortuous, non calcified diagonal (dx). The lesion was predilated with a quantum maverick 2.5 x 8 mm balloon. The physician deployed a taxus express2 8.8% 2.50 x 8 mm drug eluting stent. The stent fully expanded and was post dilated with a quantum maverick 2.5 x 8 mm balloon. The final result was a well positioned and well apposed stent. The patient complained of chest pain 2 hours post procedure. The physician concluded there was closure at the lesion site. The treatment was an angioplasty with another quantum maverick 2.5 x 8 mm balloon. The lesion was reopened successfully. The patient's status is reported as good.